Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range high impedance on the rv coil and superior vena cava (svc) coil. Isometrics produced large amplitude noise and impedance variation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead exhibited oversensing. The lead was explanted and replaced.